Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb on (B)(6) 2019, patient reported that she experienced soreness, sharp pain, and burning sensations at the biozorb site of implantation. Pain would worsen upon contact making it difficult to lie on her side. Patient reported she developed rashes and reddening of the skin at and around the biozorb. Patient reported that the biozorb failed to properly resorb. No other information available.

Manufacturer narrative:
The patient is a 60-year-old polish female, weight 237lbs/bmi 34, with heterogeneously dense breasts. Family history: maternal aunt with breast cancer in her 40s, brother (58) with metastatic colon cancer. Past medical history: hypercholesterolemia, teratoma in brain: seizure disorder (no seizures since brain tumor surgery), s/p excision (B)(6) 2009, hypothyroidism, peri/post-menopausal (records are conflicted on this point), no history of hormone therapy use. Screening mammogram on (B)(6) 2019 found 2.7cm mass if the left breast subareolar region 3cm from the nipple. Diagnostic mammogram and ultrasound on (B)(6) 2019 confirmed the presence of a 1.9cm mass in the left breast with associated calcifications. Core biopsy on (B)(6) 2019 revealed invasive mammary cancer, ER/pr-, her2/neu neg. Breast MRI on (B)(6) 2019 revealed, "a 4.1 cm left 11-12 o'clock irregular mass is a biopsy-proven malignancy; please note that enhancement also extends to the lateral aspect of the left breast and abuts the undersurface of the nipple. There is segmental non-mass enhancement that extends posterior to the mass which is highly suspicious for extension of disease; the total ap extent of abnormal enhancement is 6.2 cm." Genetic markers: invitae gene panel negative for brca 1/2 but revealed two variants of unknown significance on (B)(6) 2019 the patient underwent left breast lumpectomy with sentinel lymph node biopsy and placement of a 4x4cm biozorb device. Pathology revealed pt2n0, poorly differentiated adenoid cystic carcinoma, ER/pr/her2 negative, grade 3 measuring 3.8cm. No lymphovascular invasion. Carcinoma present less than 1mm from the final medial margin. 0/4 lymph nodes. Grade 3, stage iia-t2n0m0. Immediate post operative course: at the (B)(6) 2019 post operative visit, approximately 1 week after surgery, the patient was without complaints. Breast and axillary incisions were healing well. There was moderate erythema and warmth of the left axilla with seroma. This was aspirated in the office, residual fluid remained. Oral antibiotics were prescribed. The patient returned the next day with re-accumulation of seroma in the axilla. Aspiration was again performed in the office. The patient returned (B)(6) 2019, with re-accumulation of the axillary seroma. This was again drained, and the antibiotics were changed. CT chest (B)(6) 2019 revealed, "within the left breast, there is a 6.2 x 6.0 cm fluid collection containing a biozorb tissue marker centrally, marking the site of recent surgical excision of the left breast mass. Redemonstrated cystic lesion in the right axilla measuring 1.6 x 1.3cm" breast exam on (B)(6) 2019, revealed "...edema of left breast (seroma) and very slight redness, with redness over the left axillary upper area." Patient was diagnosed with cellulitis and prescribed oral antibiotics. Office visit (B)(6) 2019, approximately 2 months post op, revealed moderate erythema improved but still present, surgical incision was "clean, closed, and dry". An ovarian mass was found incidentally during the work up for the breast cancer requiring a laparoscopic hysterectomy and oophorectomy on (B)(6) 2019, pathology was benign. This surgery delayed the initiation of radiation therapy. The patient received radiation to the left breast with boost to the tumor bed from approximately (B)(6) 2019. Due to the tumor subtype, cystic adenoid carcinoma, the treating clinicians decided against adjuvant chemotherapy. The patient did not receive hormone/endocrine therapy. During radiation patient had dermatitis, which healed, and chest pain, "possible costochondritis". Office visit on (B)(6) 2019, approximately 5 months post op and after completion of radiation therapy, patient was without complaints, "she tolerated radiation well." Breast exam at this visit revealed mild redness to the radiation field. Mammogram and ultrasound at 6- and 9-months post op revealed biozorb with a 4.6x1.9x3cm seroma. No other suspicious masses. At an office visit (B)(6) 2020, approximately 10mths post op, the patient reported she felt well without breast related complaints, no new palpable lumps or skin changes in the left breast. Patent was admitted to the hospital on (B)(6) 2020 with word finding difficulty and slurred speech with intermittent right upper extremity tingling. MRI/mra of brain, head and neck revealed, "¿ a minimal leptomeningeal t2 hyperintensity and enhancement in the left central sulcus and left parietal lobe, moderate stenosis at the left m1 middle cerebral artery bifurcation, high-grade stenosis versus occlusion of the left p2 posterior cerebral artery." Work-up for metastatic disease was negative including a chest CT on (B)(6) 2020, which revealed, "interval evolution and decreased size of left breast postsurgical changes containing tissue markers centrally, consistent with site of surgical excision of left breast mass; this now measures approximately 4.1 x 2.4 cm. Skin thickening within the left breast. Stable cystic lesion in the right axilla measuring 1.4 x 1.4 cm." Breast exam at office visit approximately 15 months post op revealed, palpable biozorb, no indication of breast pain or tenderness. Breast mammogram and ultrasound (B)(6) 2021, almost 2 years post op revealed a "seroma with biozorb device is identified at the lumpectomy site, measuring 2.9 cm x 1.3 cm x 2.1 cm. On prior examination, this measured 4.6 cm x 1.9 cm x 3.0 cm." Visits (B)(6) 2021, revealed a palpable biozorb and post radiation changes on the left, no additional breast complaints noted. On (B)(6) 2022, approximately 3.5 years post op, the patient called the office to report a left breast lump. At a subsequent visit on (B)(6) 2022 with medical oncology the patient reported 3 months of changes in the left breast with increased density and skin thickening and tenderness associated with back discomfort. Exam revealed "...thickening and edema of the left breast, with some areas of erythema and 'peau d'orange aspect', suspicious for inflammatory recurrence." Patient had missed her (B)(6) 2022 appointment and mammogram. She was referred to surgical oncology for a skin biopsy the same day. Biopsies revealed chronic inflammation with no evidence of malignancy. Mammogram and ultrasound also demonstrated no evidence of malignancy with "stable biozorb device and decreasing postsurgical parenchymal changes..." Breast MRI report noted "status post left lumpectomy with postoperative changes in the central left breast associated with a biozorb device. No abnormal enhancement in the lumpectomy bed. Mild cutaneous diffuse edema compatible with post treatment effect. No abnormal cutaneous or subcutaneous enhancement is noted. No suspicious enhancing masses, non-mass enhancement or foci." With a negative work up for the metastatic disease, the skin changes were attributed to previous radiation therapy. She was given a course of oral antibiotics, in case there was an infectious component, and was referred to dermatology. Breast exam (B)(6) 2023, noted, "...left breast diffuse tenderness and inflammation with hardness throughout the left breast, skin is thickened to touch and slightly erythematous inflammatory in nature, much smaller in size than right breast." The patient was also referred to rheumatology for possible "autoimmune response". Breast mammogram and ultrasound (B)(6) 2023, approximately 4 years post op, revealed "...interval reduction in size of the left breast with increased diffuse trabecular thickening, skin thickening and apparent retraction of the nipple areolar complex. While these findings may represent post treatment changes, given interval worsening of the symptoms post radiation, a breast MRI should be performed for further evaluation. Inflammatory breast cancer is less likely given interval reduction in breast size and benign skin punch biopsy. Surgical/clinical management is ongoing. Partially effacing asymmetry in the medial left breast without a sonographic correlate may be secondary to the same process causing diffuse trabecular thickening/increased density and is indeterminate." A breast MRI was ordered which revealed, "left breast: status post lumpectomy. No suspicious enhancement in the lumpectomy bed or elsewhere in the breast, including the medial mammographic asymmetry. Diffuse skin thickening without skin enhancement...benign. No evidence of malignancy." At an office visit with dermatology on (B)(6) 2023, 4 years post op, the patient reported that the skin around the left breast was red and painful to touch and she was "...concerned may be allergic reaction because...some 'plastic' was intentionally left in place after surgery to help with contour of breast after lumpectomy." The dermatologist noted this was likely "...post radiation morphea of the breast. Findings are fairly classic especially given violaceous border and notable reduction of breast tissue." The dermatologist did "not favor" that the device was the trigger for the skin changes. A punch biopsy of the skin was obtained, which noted, "the findings are very classic picture of advanced radiation-associated morphea. The baseline morphology is diagnostic of advanced morphea..." The patient was prescribed methotrexate and steroids. Follow up with dermatologist (B)(6)2023, noted some softening of the skin with treatment. The dermatologist assessment noted, "radiation induced severe morphea of the breast. Confirmed by punch biopsy (B)(6) 2023. Findings are classic especially given violaceous border and notable retraction of breast tissue. Discussed condition and treatment again at length today with patient. She is still very concerned about biozorb device that may still be present inside her breast. Discussed biopsy does not show any e/o [evidence of] foreign body or allergic reaction and given known association with radiation, favor radiation as association." Follow up visits with dermatologist note "biopsy proven morphea" with improvement of the condition and notable softening of skin with methotrexate therapy. Mammogram and ultrasound (B)(6) 2024, approximately 5 years post op, note "benign postsurgical scarring with associated biozorb device...no suspicious cystic or solid mass..." Breast exam with medical oncologist (B)(6)2024, notes, " status-post lumpectomy in the left, with significant skin thickening and nipple inversion ("peau-d'orange" aspect), with few areas of mild erythema extending to the upper left chest wall inferior to the breast, without palpable masses, stable"

Manufacturer narrative:
An investigation was performed: no initial evaluation on the device could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: pain (pain + failure to resorb + sleep dysfunction), hypersensitivity/allergic reaction moderate (redness/erythema + itching sensation) a review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors : based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. When comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment (hra) biozorb complaint analysis . Future events will be monitored and trended. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.